Event description:
It was reported that the external pulse generator showed inaccuracy in its pacing rate. It was requested that it receive a test and calibration procedure and be repaired if necessary. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the generator showed inaccuracy in its pacing rate. Analysis did find that the upper and lower cases, battery release, battery drawer and keyboard pad were contaminated and that the ring was bent. (B)(4).